Event description:
It was reported that the patient underwent surgery on (B)(6) 2012 to treat complete uterine prolapse and intepro and a sling were implanted. It was reported that the patient experienced multiple complications, including mesh contraction, pain, erosion, formation of scar tissue, infection, organ perforation, fistula, dyspareunia, nerve damage, chronic pelvic pain, urinary &amp; fecal incontinence, and recurrent prolapse of her organs requiring additional surgeries.

Manufacturer narrative:
(B)(4): it was reported that the patient had a concurrent procedure of a hysterectomy performed during mesh implantation. It was reported that the patient underwent a mesh removal on (B)(6) 2012.this is one of three medwatches being submitted. See also medwatch 2210968-2012-05921 and medwatch 2210968-2012-05920 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of three medwatches being submitted. See also medwatch 2210968-2012-05921 and medwatch 2210968-2012-05920 . The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with an anterior/posterior colporrhaphy, vaginal colpopexy using extraperitoneal approach and a cystoscopy due to complete uterine procidentia, cystocele, rectocele, uterine prolapse, weakening pubocervical tissue and weakening rectovaginal tissue.